Event description:
It was reported that during a coronary stent procedure, the stent dislodged. The physician had advanced the delivery/stent device in the pt and withdrew the delivery/stent device prior to deployment. Upon removal it was noted that the stent had dislodged. They were unable to locate the stent under fluoro. It is unk if the undeployed stent remains in the pt. Pt status is listed as "satisfactory."